Manufacturer narrative:
The patient was an adult. The customer¿s report of an unintentional device shutdown was confirmed. Review of the device error logs (pcu and 4 pump modules) found no errors during the time period of the reported event. Analysis of the pcu event log shows channel disconnects occurred at 11:58 pm on (B)(6) 2019 and shows pump module s/n 14944118 and pump module s/n 13788627 were the devices that disconnected from the system. These devices were assigned unit c (pm s/n 13788627) and unit d (pm s/n 14944118), which means they were attached to the right side of the pcu and suggests the disconnect occurred between the pcu and pm s/n 13788627 (unit c). The channel disconnects were the only instances of unintentional shutdowns during the evening of (B)(6) 2019. The proximate cause of the perception of a shutdown was due to a channel disconnect event. The root cause of this event was not determined. No device was returned for investigation. Log review only.

Event description:
It was reported that the device unintentionally shut down during an infusion. Biomed sequestered the devices and found that they were unable to replicate the event during the device interrogation. The biomed stated that there was no iui corrosion noted during the interrogation and is unsure if the device alarmed prior to shutting down. The customer further stated that there was no harm caused to the adult patient from the event. The biomed department would like for the investigation to clarify whether the event was caused by a device issue or end user error.